Event description:
During the capsulotomy procedure the pt moved and that created a loss of suction. The procedure was interrupted at 17%. The surgical procedure was completed manually. During the pt follow-up they noticed the cornea had been ablated.

Manufacturer narrative:
The laser vacuum system was verified and was working according to specifications. No device failure was found. The surgical images were analyzed and determined that the incident root cause was due to pt movement. No surgical intervention was performed to preclude any permanent damage. There are no serious adverse health effects associated and no irreversible long range health consequences as a result of inappropriate laser pulse delivery into portions of the cornea.